Event description:
Customer reported a patient sample ID and ID on the galileo report do not match. She said on the sample tube. She said that she had another sample ID. Customer stated that she repeated the run but, was not able to duplicate it.

Manufacturer narrative:
A ram error in the loading bay was suspected. A service call was made. The ram test function was run on the 14 lane bay; ram errors were found. The 14 lane bay was replaced and the ram test function produced no errors. Qc and samples were tested producing the expected results.